Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the intended anatomical position for the lead was the right atrium.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempts to implant the pacing lead unsatisfactory thresholds were noted when placed in different locations. The pacing lead was removed. No patient complications have been reported as a result of this event.